Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the out of regulation (oor) message was still unknown and the clinician was unable to recreate the code in their office. The oor message had not been seen again and the issue was considered related. No patient symptoms or further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative (rep)regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. The rep reported an out of regulation (oor) message on the patient programmer (pp). It was reviewed for the rep that use of high therapy parameters can lead to high current draw resulting in oor. It was recommended for the rep to consider checking impedances on programmed electrodes as well as changing from constant current to constant voltage if patient is programmed with constant current. Troubleshooting could not be done at the time of the report due to lack of access to product. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event. Additional information was received from a manufacturer representative (rep) indicating that the patient had been advised to see their managing physician, and the rep did not have any update beyond that at the time of the report. Additional information was received from the patient stating that the cause of the oor message was unknown. It was also unclear whether the oor message on the pp had been resolved. Additional information was received from the rep. It was reported the healthcare provider (hcp) would see a oor flash but it would go away. No patient symptoms or further complications were reported as a result of this event.